Event description:
Jackson pratt drain was removed because of a crack in the tubing, horizontally and nearly the entire circumference. Drain was removed intact and without incident. Crack was identified along tubing which was proximal to exit site.